Event description:
It was reported that high pacing threshold, increase in sensing, and high lead impedance were observed. It was suspected that the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.